Event description:
On 03/02/2012 the patient contacted animas alleged that the pump was rebooting. The patient denied any damage to the battery cap or compartment. The patient stated that the pump lost power once previously, but could not recall what it happened. The patient admitted that the battery cap was more than six months old. The user guide instructs the user to change the battery cap every three to six months. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. A review of the black box indicated rebooting occurred at 10:12 pm on (B)(4) 2012. Visual inspection revealed the battery cap and compartment were intact. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.